Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted due to high gradients after an implant duration of approximately seven (7) years. Multiple attempts have been made with health care provider to obtain the suspect device and patient medical records medical records, but no additional information has yet been released.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth...etc). Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be confirmed or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization isnpections.